Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure due to the right atrial lead had dislodged. The dislodgment was confirmed by chest x-ray, the lead was hanging in the right ventricular level and was sensing ventricular signals. The lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well and was recovering.